Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found outer insulation degradation at 4.6, 4.9 and 5.2 cm from the connector pin distal to the connector boot.

Event description:
This report is to advise of an event observed during analysis.